Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault with rotation and refractive surprise and the problem resolved.